Event description:
Device malfunction: failure to advance thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be depressed completely and sheath craving occurred. The safety release was used to successfully removed the device from the pt's anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.